Manufacturer narrative:
H3: pending investigation. D10: femoral component ps, cemented size - 02-010-01-0240 - 4046010. Fit tibial tray cemented size 4f/5t - 02-012-45-4050 - 4412243. Three peg patella, 35mm - 200-02-35 - 4458687.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The revision was booked because of the product recall. The femur was loose and the tibia was well fixed. The poly had a high amount of wear and there was presence of granuloma. The surgeon removed all implants and replaced with a competitor's revision knee. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear of the tibial insert and femoral loosening. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The cause of the prosthesis wear and loosening cannot be determined because the revised components were not returned for evaluation.